Event description:
The patient contacted animas on (B)(6) 2012 alleging the insulin cartridge was leaking insulin at the plunger end. The patient stated he had experienced elevated blood glucose over the last three days in the 300-400 mg/dl range with no significant symptoms of hyperglycemia ("moderately" increased thirst with resultant urination). The patient treated the elevated bg with syringe injection, which effectively lowered the bg to within normal range of 100 mg/dl. The patient noted moisture in the cartridge compartment and when the cartridge was examined by the patient, insulin was reportedly noted to be leaking out from the plunger end of the cartridge. The patient stated that the black o-rings were intact. The patient stated leakage was not noted when filling the cartridge. The reported bg elevation and associated symptoms do not meet the animas criteria of a reportable adverse event. This complaint is being reported because the cartridge leaking insulin into the cartridge compartment was not resolved with troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the insulin cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed and no damage or defects were noted. A leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.